Event description:
It was reported that the patient experienced overnight hypoglycemia while using the ilet bionic pancreas after nighttime snacks led to elevated glucose and subsequent automated insulin delivery resulting in a nadir of 65 mg/dl; troubleshooting and user education on snack announcements and avoiding overcorrection were provided, and no alerts or alarms were reported. Symptoms included dizziness. Outcomes included the need for oral carbohydrate intervention with six glucose tablets. Investigation included complaint handling with troubleshooting and user education. Investigation of this case revealed the cause of hypoglycemia was unclear. It was concluded that the event involved hypoglycemia with an undetermined cause and that user education was completed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.